Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening the cuffs were not inflating. It seemed like the cuff material was "stuck" to the trach. Tried inflating the cuff, yet it was not inflating. Patient involvement unknown.

Manufacturer narrative:
Additional information is provided for two samples were received for evaluation. Visual inspection revealed the samples were out of their original packaging; no issues were detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. No action was take. Email address: (B)(6).